Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was having difficulty recharging their implantable neurostimulator (ins). There was poor communication and the patient was unable to establish telemetry with recharging. The consumer stated that they were seeing a "reposition antenna" screen when trying to set up to charge. It was noted that the patient last charged their ins a couple weeks prior to the date of this report and the consumer didn't believe that the ins was depleted. The consumer stated that the recharger battery was maybe 3/4 full as well. Troubleshooting steps were performed on the call. It was further reported that the consumer was continuing to see a "poor communication" screen on the programmer. The patient was to follow up with their healthcare provider (hcp) to check the status of the device. An appointment was scheduled for (B)(6) 2017. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.